Event description:
It was reported that the patients ipg was no longer taking a charge and the patient was receiving error code or message on the remote control. The patient underwent an ipg replacement procedure.